Event description:
When this lens was evaluated for use, one of the haptics appeared shorter than the other haptic and was rejected by the physician.

Manufacturer narrative:
This form was completed by the MFR.